Event description:
It was reported that during preventative maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, d5, e2, e4, e1 (initial reporter and event site email), g2, h6 (medical device problem code). Revert h4 section to blank. The fse replaced the cblassy, fosensorextension (0012-00-1562) as the connector was causing erroneous readings. The failure was resolved and not reproducible post repair. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic connector isn't working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.